Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('occasionally, could not be located in recent cat scans, mris'), genital haemorrhage ('bleeding/excessive bleeding'), autoimmune disorder ('autoimmune-like symptoms, other ¿ false positive for lupus'), immunodeficiency ('high numbers for (B)(6)-like immune deficiency') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (ess205) (batch no. 500201) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal fusion surgery in 2016, polypectomy (vocal cords) in 2011, hospitalization nos (and in 2008 for severe lower abdominal and vaginal pain) in 2007, headache, vocal cord polyp, irritable bowel syndrome, syncope, spondylolisthesis (lumbosacral region), spondylolysis (lumbar), difficulty in walking, rash (neck, groin and other areas of her body), shoulder operation, multigravida, parity 4, anemia, chronic pain, heartburn, irregular periods and gerd. Concurrent conditions included incontinence, migraine (severe), shortness of breath, neck pain, knee pain, vertigo, labyrinthitis, dermatitis (due to metal), vaginal pain, lower abdominal pain, post coital bleeding, post coital pain (no foul discharge.), post-traumatic stress disorder and bleed in luteal cyst. Concomitant products included alprazolam (xanax), cefixime (flexeril), diclofenac, diclofenac potassium (cambia), dicycloverine hydrochloride (bentyl), duloxetine hydrochloride (cymbalta), lamotrigine (lamictal), omeprazole (protonix), sumatriptan, topiramate (topamax) and trazodone hydrochloride (desyrel). In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pain/excruciating pelvic pain"), allergy to metals ("nickel sensitivity/allergic reaction"), dyspareunia ("dyspareunia"), female sexual dysfunction ("inability to carry out intimacy"), hypersensitivity ("allergic reaction"), infection ("infection"), urinary tract disorder ("urinary problems"), vaginal disorder ("vaginal scarring") and depression ("depression"). The patient was treated with surgery (rass total laparoscopic hysterectomy, bilateral salpingectomy, lt. Ovarian cystectomy& ovariopexy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, immunodeficiency, neuromyopathy, pelvic pain, allergy to metals, dyspareunia, female sexual dysfunction, hypersensitivity, infection, urinary tract disorder, vaginal disorder and depression outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, depression, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, immunodeficiency, infection, neuromyopathy, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on (B)(6) 2015: increased. Computerised tomogram - on an unknown date: could not be located; on (B)(6) 2016: status post fusion and posterior decompression at l5-s1. There is grade 2 anterolisthesis of l5 on s1. Evaluation at this level limited by streak artifact however there does appear to be severe left foraminal stenosis with compression of the exiting left l5 nerve root. Hysterosalpingogram - on (B)(6) 2006: the left tube seems to be occluded. Nuclear magnetic resonance imaging - on an unknown date: could not be located. Nuclear magnetic resonance imaging brain - on (B)(6) 2015: t2 hyperintensities in a pattern seen in association with vasospastic phenomena. Skin test - on (B)(6) 2018: she has tested negatively so far to all metals tested that are in her essure implant. Ultrasound scan vagina - on (B)(6) 2018: retroverted uterus. Mild heterogeneity of the myometrium without discrete fibroid. Normal ovaries. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, allergy to metals, dyspareunia, depression". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('occasionally, could not be located in recent cat scans, mris'), genital haemorrhage ('bleeding/excessive bleeding'), autoimmune disorder ('autoimmune-like symptoms, other: false positive for lupus'), immunodeficiency ('high numbers for hiv-like immune deficiency') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (ess205) (batch no. 500201-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal fusion surgery in 2016, polypectomy (vocal cords) in 2011, hospitalization nos (and in 2008 for severe lower abdominal and vaginal pain) in 2007, headache, vocal cord polyp, irritable bowel syndrome, syncope, spondylolisthesis (lumbosacral region), spondylolysis (lumbar), difficulty in walking, rash (neck, groin and other areas of her body), shoulder operation, multigravida, parity 4, anemia, chronic pain, heartburn, irregular periods and gerd. Concurrent conditions included incontinence, migraine (severe), shortness of breath, neck pain, knee pain, vertigo, labyrinthitis, dermatitis (due to metal), vaginal pain, lower abdominal pain, post coital bleeding, post coital pain (no foul discharge.), post-traumatic stress disorder and bleed in luteal cyst. Concomitant products included alprazolam (xanax), cefixime (flexeril), diclofenac, diclofenac potassium (cambia), dicycloverine hydrochloride (bentyl), duloxetine hydrochloride (cymbalta), lamotrigine (lamictal), omeprazole (protonix), sumatriptan, topiramate (topamax) and trazodone hydrochloride (desyrel). In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pain/excruciating pelvic pain"), allergy to metals ("nickel sensitivity/allergic reaction"), dyspareunia ("dyspareunia"), female sexual dysfunction ("inability to carry out intimacy"), hypersensitivity ("allergic reaction"), infection ("infection"), urinary tract disorder ("urinary problems"), vaginal disorder ("vaginal scarring") and depression ("depression"). The patient was treated with surgery (rass total laparoscopic hysterectomy, bilateral salpingectomy, lt. Ovarian cystectomy& ovariopexy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, immunodeficiency, neuromyopathy, pelvic pain, allergy to metals, dyspareunia, female sexual dysfunction, hypersensitivity, infection, urinary tract disorder, vaginal disorder and depression outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, depression, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, immunodeficiency, infection, neuromyopathy, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement on (B)(6) 2015: increased. Computerised tomogram on an unknown date: could not be located; on (B)(6) 2016: status post fusion and posterior decompression at l5-s1. There is grade 2 anterolisthesis of l5 on s1. Evaluation at this level limited by streak artifact however there does appear to be severe left foraminal stenosis with compression of the exiting left l5 nerve root. Hysterosalpingogram on (B)(6) 2006: the left tube seems to be occluded. Nuclear magnetic resonance imaging on an unknown date: could not be located. Nuclear magnetic resonance imaging brain on (B)(6) 2015: t2 hyperintensities in a pattern seen in association with vasospastic phenomena. Skin test on (B)(6) 2018: she has tested negatively so far to all metals tested that are in her essure implant. Ultrasound scan vagina on (B)(6) 2018: retroverted uterus. Mild heterogeneity of the myometrium without discrete fibroid. Normal ovaries.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, allergy to metals, dyspareunia, depression", quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: quality-safety evaluation of ptc(product technical complaint). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.